Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a (B)(6) female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included right lower quadrant pain, ovarian cyst, postconcussional syndrome, stress and morbid obesity. Concomitant products included bupropion (wellbutrin) and panadeine co (tylenol #3). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("breakouts/rashes or skin conditions type: major all on my back"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced irritability ("irritability"), depression ("depression"), anxiety ("anxiety/mental anguish") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem") and tooth disorder ("dental problem"). On (B)(6) 2016, 5 years 3 months after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with surgery (anticipated or scheduled date: 2018). At the time of the report, the pelvic pain, irritability, vaginal haemorrhage, menorrhagia, rash, depression, anxiety, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, irritability, menorrhagia, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: no acute traumatic injury identified . X-ray limb - on (B)(6) 2017: no fracture. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression with anxiety most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Mr received. Events: reaction type: breakouts, psychological or psychiatric problems condition: depression, anxiety, and mental anguish, rashes or skin conditions type: major all on my back, bladder or urinary problems or changes, nausea, dental problems, nickel allergy,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain(leg, abdominal, pelvic ), vaginal discharge,fatigue, weight gain. Were added.concomitant disease, concomitant drugs, were added. Lot no. Added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 42-year-old female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's concurrent conditions included right lower quadrant pain, ovarian cyst, postconcussional syndrome, stress and obesity. Concomitant products included bupropion (wellbutrin) and panadeine co (tylenol #3). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("breakouts/rashes or skin conditions type: major all on my back"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced irritability ("irritability"), depression ("depression"), anxiety ("anxiety/mental anguish") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem") and tooth disorder ("dental problem"). On (B)(6) 2016, 5 years 3 months after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with surgery (anticipated or scheduled date: 2018). At the time of the report, the pelvic pain, irritability, vaginal haemorrhage, menorrhagia, rash, depression, anxiety, bladder disorder, urinary tract disorder, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, irritability, menorrhagia, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: no acute traumatic injury identified . X-ray limb - on (B)(6) 2017: no fracture. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression with anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.